Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 2.2 was sticking and only partially opening when accessed. The field service engineer (fse) identified that drawer was sticking due to bad rails and replaced the drawer to resolve the issue. The fse performed validation using the hardware test application, and the testing completed successfully. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 2.2 was sticking and only partially opened when accessed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there was no delay or adverse events or injuries reported based on this event.